Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 06/14/2016 to report that they experienced no alerts from the g5 application and an adverse event on (B)(6) 2016. The patient stated that they did not receive alerts from their g5 application. The patient passed out and their immediate family responded to the low event, administering the patient liquid glucose. Additionally, the patient tested the application's urgent low alert and the default sound was heard. At the time of contact, the patient was in good condition. No additional event or patient information was reported.